Manufacturer narrative:
Device evaluation completed on april 07, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod high xtra, 500cc returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent primary breast augmentation with a mentor memorygel xtra 500cc silicone prosthesis has experienced right-sided capsular contracture graded iii and left-sided asymmetry postoperatively. These issues were confirmed through mammogram and a patient symptom examination. Consequently, the patient underwent surgery on (B)(6) 2025, which included a right-sided total capsulectomy, left-sided partial capsulectomy, and the placement of overtax mesh, along with bilateral prosthesis replacements. The details of the replacements are as follows: left replacement: (B)(6)/ shpx535 and right replacement: (B)(6)/ shpx535. This report specifically addresses the left side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. H6 health effect - clinical code e2402: mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on march 14, 2025, patient ethnicity is caucasian. Manufacturer¿s reference number: (B)(4).